Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that while the surgeon was inserting the lag screw set screw, the flexible shaft fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the cephalomedullary screwdriver were reviewed and identified no deviations or anomalies. As returned, the flexible portion of the shaft is fractured. The diameter of the shaft was checked with mics and found to be within specification. This device is used for treatment. The instrument had a potential field age of approximately 5.5 years at the time of the reported incident. The most likely root cause of the shaft fracture is wear and tear from use.